Event description:
Overinfusion of blood, volume set at 35cc/hr after 1 hr, vi read 68cc, 250 cc infused from bag with no spill noted, no error codes or alarms noted by staff. Unit evaluated in bio med and accuracy testing was within limits, bio med requesting alaris evaluate also. Patient had no injury or compromise, no other fluid or medication infused at the same time.